Event description:
It was reported that patient underwent a procedure utilizing a guide wire on (B)(6), 2011. During the procedure, the tip of the guide wire fractured as the surgeon was attempting to insert it into the jig. The fractured piece was retained by the patient.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report filed (B)(4), 2011.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Evaluation of the returned device found evidence to suggest that the fracture was due to tortional overload. (B)(4).